Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was later reported that patient developed an infection at implant site after battery replacement and is being treated with antibiotics. Patient previously had high impedance seen during surgery which was not able to be resolved with generator replacement. The representative reported that the patients generator was not programmed on after the generator replacement surgery, therefore the high impedance would not have contributed to the infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. This MDR houses the report of infection for patients generator. MFR ref #1644487-2022-01278 houses the report of high impedance on the patients lead. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.